Event description:
User facility reported that during a novasure procedure, the "pt had a vaso-vagal reaction. The pt revived on her own and procedure completed". In 2008, the physician's partner reported this pt had an episode of bradycardia and then a brief, less than 10 second, period of no apparent electrocardiogram (EKG) pattern. The pt remained stable and the heart rate returned to normal spontaneously. The novasure procedure was completed successfully and the pt discharged home.

Manufacturer narrative:
Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture and it was released by qa on 08/30/2007. No relationship can be established between DHR and current complaint. The lot number for the disposable device was not provided; therefore, the device history record review for this device was not able to be performed. The disposable device involved in this event was not returned; therefore, an investigation was unable to be performed.